Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional and delivery testing. The reported issue could not be duplicated during testing; the returned device did not alarm during testing and no device issues were identified. The cause of the issue could not be confirmed.

Event description:
It was reported that the device gave a "cassette error" alarm. No known adverse effects to patient.